Manufacturer narrative:
The pump passed displacement test and excessive no delivery alarm test. No excessive no delivery alarms noted. The motor error alarm noted during basic occlusion test and unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor passed motor test. The pump was received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 203 mg/dl. The customer states the motor error alarm is reoccurring and no delivery. The customer states the pump was exposed to a high magnetic field during an airport scan. The drive support cap appears intact. The customer states they are able to complete the rewind. However the motor error occurred more than once in the last 30 days. The device will be returned for analysis.